Event description:
I use the dream station 2 CPAP machine by phillips and woke up to a smoky smell coming from my machine. I do not use the humidifier or the heating tube. Both have never been used since I received the machine.